Manufacturer narrative:
Reporter first name: (B)(6) a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the battery cannot be charged. There was no patient involvement.